Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The pump was returned, tested, and evaluated. Upon investigation of the pump, a large clot was observed around the impeller. The root cause of the low pump flow was determined to be biomaterial.

Manufacturer narrative:
The impella device was received from the customer and therefore.an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. The complainant had placed an impella rp flex for support of an acute myocardial infarction patient. The patient had extracorporeal membrane oxygenation decannulated and the patient had impella support running. The pump was explanted after just under 51 hours due to concerns of clot ingestion with low flows. The issue was seen after swan manipulation.